Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 28-aug-2020, abbott point of care was contacted by a customer regarding I-stat cg4+ cartridges that yielded suspected discrepant lactate results on a (B)(6) year old male covid 19 patient with renal failure and on dialysis and has dka and possible ischemic bowel. There was no patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, (B)(6) 2020, date: 22:10, time: 1.24, result location: field hospital; I-stat, (B)(6) 2020, 02:00, 1.14, field hospital; I-stat, (B)(6) 2020, 07:15, 4.86, field hospital; I-stat, (B)(6) 2020, in, 6.67, field hospital; I-stat, (B)(6) 2020, in, 6.92, field hospital; I-stat, (B)(6) 2020, in, 1.0, emergency room. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The patient was given several liters of fluid between the reading of 6.67 and 1.0. There were multiple requests for information regarding the fluid and dose given to the patient to better understand potential discrepant results but to no avail. The investigation is underway.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 29-sep-2020. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Correction: [x] other serious or important medical events checked on initial in error. Corrected: [ ] other serious or important medical events.